Event description:
It was reported that during implant, the right ventricular lead experienced poor thresholds. Upon reposition of the lead, its fixation helix would not extend. The lead was removed and a different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant, the right ventricular lead experienced poor thresholds. Upon reposition of the lead, its fixation helix would not extend. The lead was removed and a different lead was successfully implanted. No patient complications have been reported as a result of this event.